Event description:
It was reported that the mode switch marker was not seen in device recorded diagnostics, and that double-sensing of atrial events is occurring: atrial sense (as) markers occurring after atrial refractory sense (ar) markers. The caller asked for reprogramming advice. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.